Event description:
During initial functional testing at zoll depo, the loaner autopulse platform (sn (B)(4)displayed fault code 27 (encoder fault (> 3000 rpm)) error message. No patient involvement.

Manufacturer narrative:
During initial functional testing at zoll depo, the loaner autopulse platform (sn (B)(4)displayed fault code 27 (encoder fault (> 3000 rpm)) error message. The root cause of the noted fault was a failed integrated encoder gearbox, likely due to a defective component. The integrated encoder gearbox was replaced to address the fault code 27 (encoder fault (> 3000 rpm)) error message. During the visual inspection, no physical damage was observed on the autopulse platform. Following service, the autopulse platform was subjected to a run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no precious history of complaint reported for the autopulse platform with serial number (B)(4).